Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5 cm diameter abdominal aortic aneurysm approximately one month ago. The aortic neck was 27 mm in diameter, the left external iliac artery was 22 mm at the bifurcation and it contained an area of soft plaque stenosis. It was reported that the left limb of the stent graft was found to have occluded. The decision was made to place another MFR's graft and a bare metal stent to address the occlusion. No additional clinical sequelae were reported.

Manufacturer narrative:
(Required secondary intervention) - evaluation codes, results and conclusion: (arterial and venous occlusion) and (left external iliac artery contained soft plaque and stenosis).